Event description:
It was reported to boston scientific corporation that an obtryx halo was implanted (B)(6), 2009. According to the complainant, the patient experienced pain due to eroded mesh and additional medical treatment and procedures.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.